Event description:
Pt inhaled small portion of plastic connector from machine tubing. Pt experienced choking and coughed up small plastic male tip from oral module connection. Found tip broken on both tubing connections.